Manufacturer narrative:
During product evaluation, an issue was identified where the label for the secondary tube that was created from the glp aliquot module (am) (list number 06q12-01), serial (B)(6) would incorrectly print the secondary tube labels. Further investigation into the issue found that the issue could be attributed to a character limitation. The aliquot module is limited to print labels for the secondary tubes to 49 characters or less. If there were 50 characters or more, this issue would cause the aliquot module to print the last label that was within the character limit, (which was usually the previous sample tube) onto the next label. This issue has the potential to cause a delay in results due to a delay in sample processing if there was improper configuration of the system (modules or software) by the operator. There have been no reported injuries as a result of this issue. The frequency of the hazard was assessed and determined the overall frequency is low, which has not changed from the predicted frequency as outlined in the risk management file. The cause was determined to be a design gap in the aliquot module software requirements. A future am software update will be released to limit the typing fields to max 50 characters. Additionally, the am manual will be updated to inform the customers of their responsibility for the configuration and content of the label from the lis and that the number of characters is limited. Based on the available information, a deficiency was identified for the glp aliquot module (am) (list number 06q12-01) as it did not perform per the service manual label printer hermes+ ((B)(6), 04/2015).medical device problem code: initial (B)(6) / corrected to: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6) (too many characters to fit in the field). All available patient information is included. Additional patient details are not available. Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This report is being filed on an international product, glp aliquot module, list number 06q12-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer received a tube with a wrong patient's name on it while using the glp aliquot module for one patient. The following information was provided: the tube had a label with the number (B)(6) with patient name "(B)(6)" printed on it, however this aliquot tube was for this actual patient whose name is "(B)(6)". In the most recent attempt on (B)(6) 2022 the aliquot tube printed the name "(B)(6)" instead of "(B)(6)" for sample ID (B)(6). When ams/lis send 50 or more characters (including spaces, combined on all text fields), to ¿text¿ fields on aliquot labels, it is too much text for the aliquot label to handle and it ends up printing the data from previous samples. ¿(B)(6) (15 characters) opposed to ¿(B)(6)(27 characters) and when other information about the patient or tests being ordered are included on the label it exceeds the 50-character limit. There was no impact to patient management reported.